Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Pt reported that it took an hour and fifteen minutes to recharge the ins to 90% and not up to 100% which was a change, that the controller battery went down to 60% while recharging the ins; it didn't usually go down that much when recharging the ins, and that a battery low message had appeared but the timing of when the message appeared was unclear. Caller said that it the pt moved a little bit while recharging the ins, the connection would be lost but then might come back again. Agent had the pt reset the controller and then unlock the controller. Pt saw something come up on the screen, however pt said that they pressed ok before agent could ask what was appearing on the screen. Pt then said that the controller was at 100% and the ins was at 90%. Pt saw no apparent damage to the equipment. Caller said that the ins was not in a very convenient spot so it took a little bit to position the recharger in the right spot over the ins. Pt entered passive recharge. The numbers on the trying to recharge screen were 0 (low), middle number was jumping from 50 to 80, and 89 (high). Agent reviewed recharger placement over the ins with the pt. The middle number on the trying to recharge screen then went to 94. Pt eventually saw recharging excellent indicated. Pt said that they would have to reposition the recharger while recharging he ins and it was taking over an hour to recharge the ins when usually it took around 30 minutes. Agent reviewed best recharging practices with the pt. The ins went up to 100% during the call. Caller said that sometimes they wouldn't even have moved and the recharging connection would be lost. The equipment was working/ins was recharging as intended during the call. Agent advised the pt to monitor the equipment/ins recharging and call back if needed. Pt said that some days the ins recharged fine and sometimes it took longer.